Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown if the fall, broken toe, bruised rib, and shoulder were related to the device/therapy. There were no known causes for the patient feeling a ¿boom in the generator.¿ the cause of not being able to turn the implant all the way off was due to a communicator issue, but the exact cause wasn¿t determined. A new communicator was sent which resolved the connection issues.

Event description:
It was reported that the patient adjusted her stimulator and then that night they saw a flash of light in their head and felt a boom in the generator. The patient couldn't move their arms and legs and fell on the floor and couldn't get up for 7 hours. The patient said they broken their toe, bruised their rib and shoulder. The patient was in the hospital from about june 14th- june 20th due to the fall. It was reported that the patient could not get the communicator and deep brain stimulation (dbs) therapy application to connect, showing communicator not found. Patient states noticing this last thursday, june 20th and then took the equipment to the doctors office on wednesday and there was still an issue. The manufacturing representative (rep) forced stopped commmanager, turned airplane mode on/off twice, turned locations off and on, closed all open applications, hard rebooted the handset and communicator and the issue was not resolved. A new communicator was ordered for the patient. Patient stated then on wednesday their doctor tried to put their device into MRI mode for an MRI, but they couldn't get the device to turn all the way off. Ever since then, patient couldn't seem to get to the settings to turn their stimulation up or down. Patient tried connecting their new communicator to their handset but kept getting communicator not found. The rep was notified yesterday and ordered patient a communicator replacement. Patient tried the new communicator this morning but was still getting the same message. Agent had patient power off/on handset and communicator, but communicator was not pairing with handset. The serial number wasn't showing up in the dbs therapy app after trying to pair it. Troubleshooting included checking locations, blue-tooth, airplane mode, communication manger, reset handset. The issue was not resolved. Patient did mention the communicator low battery light was yellow but it had been charging for about 45 min. When troubleshooting we tried with it plugged in and not plugged in. An email was sent to repair to replace the communicator.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm91d0 (serial: (B)(6); product type: ; implant date n/a; explant date n/a product ID tm91d0 (serial: (B)(6); product type: ; implant date n/a; explant date n/a product ID hh90d01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.